Event description:
It was reported that the 9800 system had no image on the workstation monitor. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power supply and printer were adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.